Manufacturer narrative:
Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Did not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the asymptomatic non-pacemaker dependent patient presented in the hospital for reasons unrelated to their pulse generator device. Upon review, their right ventricular lead exhibited high amplitude lead noise, high out-of-range impedance and high capture thresholds. A lead fracture was suspected. The lead was reprogrammed.